Event description:
The olympus representative reported on behalf of the customer, during preparation for use, the liquid leaked from the k-pipe on the evis lucera duodenovideoscope. The intended procedure was completed with a similar device with no surgical delay. No patient harm reported. During the evaluation of the device, it was noted the light guide lens was dirty. This report is to capture the reportable malfunction of the dirty light guide lens noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Liquid leaked at the elevator channel due to deformation of the plug. There was corrosion at the control unit and grip due to leakage. The angulation in the up direction was out of standards due to a worn angle wire. The gap of up/down knob was out of standards due to worn angle wire. Water and liquid quantities were out of standards due to a crumpled part of the nozzle. Noise occurred on the screen due to damage of the charge-coupled device unit. The charge-coupled device lens and light guide lens were broken. The adhesive part of the bending section cover was broken. The connecting tube was excessively rigid. The scope cover was deformed. The connecting tube protector was cut off. Switch one (1) was worn. The electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress, which then caused a gap at the point of glue contact of the lg-lens (light-guide lens), and dirt entered from there. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscope inspect the objective lens and light guide lens at the distal end of the endoscope¿s insertion tube for scratching, cracks, stains, gaps around the lens or other irregularities." The user can reduce and prevent occurrence of the suggested event by handling the device in accordance with the following IFU statement: "·important information ¿ please read before use_ warnings and cautions warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.